Manufacturer narrative:
(B)(4).

Event description:
The lead could not be inserted into the implantable neurostimulator (ins) during implant. A new ins was used and the lead was inserted into this ins without difficulty. A follow-up report will be sent if additional info becomes available.